Manufacturer narrative:
The tip-up fenestrated grasper has been returned and evaluated by the failure analysis team. The instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 1.85mm x 0.71mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer was unable to determine the specific nature of the damage to the instrument tip. No fragment or piece was detached, and no components were missing.